Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported break of the lock lever shaft can be possibly related to a potential product quality issue and investigation is still ongoing. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for partially separated lock lever shaft. It was reported that this was a mitraclip procedure, performed to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was prepared and no issues were noted. The cds was advanced into the patient anatomy and the clip was placed on the leaflets. When the lock lever cap was unscrewed to test the lock line removal, it was noted that the shaft of the lock lever was partially separated. The clip was able to be deployed without issue and there was no adverse patient effect. No difficulty was noted when unscrewing the lock lever cap. One clip was implanted, and the mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided regarding this issue.